Event description:
On (B)(6) 2008, the pt was implanted with an scs system. The pt's leads migrated a long time ago (date unk) and the pt lost stimulation and stopped using his system. Strain relief loops had been used at both the incision site and behind the ipg. X-rays had confirmed the lead migration at the time of its occurrence. The pt now has knee problems and the doctor wants to give him an MRI. The system was explanted for this reason.

Manufacturer narrative:
Eval, method: the device history and sterilization records were also reviewed. The device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.